Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed vessel in the left anterior descending (lad) artery. The 3.0x48mm xience xpedition stent delivery system (sds) had resistance during advancement with the guide wire and during removal. It was noted that the shaft separated. The sds and the guide wire were removed as one unit. Another same size xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft separation was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances as it is likely the device interacted with the guidewire during advancement, perhaps due to guide wire damage or a buildup of procedural contaminates on the guide wire, causing the reported difficulty to advance, difficulty to remove and subsequent shaft separation. It should be noted that the reported difficulty to advance and difficulty to remove could not be replicated in a testing environment indicating the reported difficulties are likely due to operational circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.